Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's programs were not functional. The sjm representative interrogated the system and identified invalid contacts. It was noted one side of the lead was unable to deliver stimulation. Fluoroscopy was performed, but it was inconclusive. It was reported the patient had hip surgery, and the stimulation was working properly prior to the surgery. It was reported the patient is currently using stimulation from one side of the lead. The patient was working closely with her physician for the next course of action.